Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the attempted io insertion at left proximal tibia, drill had no torque as though it had a flat battery. Could not insert the needle with the drill, had to use a hammer to push io needle through the bone. The patient's condition was reported as fine.